Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health care professional reported that with the tightening of the shooter it went already a bit rigid. Additional information has requested.

Event description:
Additional information received stating the lens was explanted and replaced in a secondary procedure in a new operation room.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of shooter became rigid; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).